Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, the lens was found to be discolored with brownish like deposits in both eyes. This record is for the first eye. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).